Event description:
One year later, additional information was reported that the pacing impedance measurements had increased from 700 to 1300 ohms since (B)(6) 2012. There were no changes in the pacing threshold measurements and sensing. There was no oversensing noted as well. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The device remains implanted and in service.

Event description:
Boston scientific received information that this device system detected an increased pacing impedance measurement on the right ventricular (rv) lead. Technical services was consulted and recommended bringing the patient in to the clinic for further review. It was noted that the out of range measurement was an isolated incident. The patient was scheduled to come into the clinic for a check. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
The patient was brought into the clinic for further review. Continued monitoring of the device system was to occur.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.